Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm verified the issue. The safety disk was included with the pneumatic module assembly that was replaced during a recent repair. The stm reset the safety disk cycle count and date and then completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) displayed the alert message, "safety disk has reached its maintenance interval." There was no patient involvement, and no adverse event reported.